Manufacturer narrative:
1/18/2019 - additional information - this lead was oversensing and had noise.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
1/18/2019 - additional information-this lead was oversensing and had noise. Upon receipt, the lead under complaint was found cut approximately 11 cm distal to the is 1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the shock coil and the lead tip was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that may have contributed to the reported clinical observations. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to lead fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.